Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer was hospitalized with high blood glucose of 483 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. She was treated with intravenous fluids and insulin. The customer was released with a blood glucose of 183 mg/dl. The customer stated the night before, while priming, insulin shot out around the room and the insulin pump was stuck in a rewind loop. She was advised to call in for assistance when there are problems with the insulin pump. Nothing further was reported.